Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio replaced the system controller (sc), user interface (ui) and patient parameters (pp) pcb assemblies to resolve the reported issues as well as completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and observed that an integrated circuit (ic) chip, designator u15, was electrically shorted.  As a result there was no input voltage to the ECG amplifier, which caused the ECG amplifier to be inoperative and prevented ECG analysis while in AED mode. Physio also further evaluated the removed pp pcb assembly and observed that an integrated circuit (ic) chip, designator u5, was electrically shorted.  This caused the device to reset by itself during the boot-up process.  The device would eventually complete the boot-up process; however, it took an excessive amount of time in order to complete the process. The removed ui pcb assembly was an ancillary part and there was no failure of the assembly. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present.  There was patient use associated with the reported event; however, the device was being used to monitor the patient (only) and a backup device was used to continue patient care.  There were no adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional details about the patient or the event; however, no response appears to be forthcoming. Upon evaluation of the customer's device, physio observed that the unit could not analyze a test rhythm and provide defibrillation therapy while in AED mode.  Therapy was only possible while in manual mode. Physio also observed that the device would reset by itself during the boot-up cycle and took an excessive amount of time to complete the boot-up process.